Event description:
It was reported that during a percutaneous coronary intervention procedure, withdrawal difficulties occurred. The physician attempted to load the 1.5x15mm apex balloon catheter onto the unk guide wire; however, the device was unable to advance over the guide wire. The physician tried to remove the balloon catheter from the guide wire and experienced withdrawal resistance. The device never entered the pt and was exchanged for a different device and the procedure was successfully completed. No pt complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).